Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2018, it was reported that the patient's pump was infected. Physical drainage/pus was observed coming from the incision site of the pump. Lab test were performed and the patient's white blood cell count was reportedly high. No environmental/external/patient factors that might have led or contributed to the issue were reported. It was reported that they attempted to treat the patient with antibiotics. The patient's pump was explanted on (B)(6) 2018 and was discarded by the hcp. The patient's status was listed as "alive- no injury". The issue was considered resolved at the time of the report. No further complications were reported.